Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra aortic balloon pump (iabp) displayed electrical test fails code #54. There was no patient involvement.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) alarmed electrical test fails code #54. No patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) checked the machine & found electrical test fails code #54 was observed. Reset the connections of front end pcb & again checked but problem remains same. Then performed the calibration of shuttle transducer, drive transducer & atmospheric transducer. Again checked & found no error was coming now. Performed all tests. All tests passed. Observed the machine on system trainer for more than 1 hour. Machine was working ok. Equipment handover to customer in good working condition.